Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Plc181000j was planned to be placed the left common iliac artery, however, the device unintentionally landed distally, about 7mm, covering the left external iliac artery. For correction, the physician tried to push up the implanted device proximally by using a balloon catheter, but it was not placed to the intended region completely. The final angiography showed no issue in the blood flow to the left internal iliac artery. A type ii endoleak was also identified but the procedure was completed. The patient is being monitored. The physician commented that the measurement marking at the internal iliac artery bifurcation was not made properly.

Manufacturer narrative:
H.6. Results code 1: 213 a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placements.